Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the buttons are stuck. The customer's blood glucose reading was 185 mg/dl at the time of incident. Troubleshooting found that the alarm was able to be cleared but then the pump alarmed again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
No unexpected stuck button alarms were noted during testing. All buttons functioned properly. No damage to the keypad traces noted and the keypad connector was not unlocked during visual inspection. The pump passed the displacement test. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, damaged keypad overlay texture, a cracked case on the battery tube area, cracked battery tube threads, a faded serial number label, a peeling end cap address label, corrosion on all electronic assemblies, corrosion on the force sensor assembly and moisture damage on the motor assembly.